Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the soft component of the up button is defective, and the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. No adverse event was reported. The alleged product was requested for evaluation.